Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device had a "sharkfin-like projection" at the tip of the catheter which cut the patient's penis. The patient visited the emergency room at (B)(6) hospital. Patient stated that after the bleeding stopped he was released 13 days later. The patient allegedly started bleeding again and had difficulty using the catheter, by virtue of developed blood clots. As a result, the patient returned to (B)(6) hospital department of urology and had his bladder flushed and a no. 18 fr foley catheter inserted. It was later reported that the patient experienced bleeding while using the 18 fr. Catheter. The bleeding resulted in a visit to the (B)(6) hospital emergency department where the patient's bladder was flushed and an appointment was made to see his urologist. An examination of the bladder was attempted via cystoscopy, but was unsuccessful by virtue of the bleeding. A 26 fr. Foley catheter was inserted and the patient was scheduled for cystoscopy under anesthesia the following day . However, the bleeding stopped on its own the next day, and the scheduled cystoscopy was canceled.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter ifus are found to be adequate based on past reviews. There was a statement showed : visually inspect the product for any imperfections or surface deterioration prior to use.

Event description:
It was reported that the device had a "shark fin-like projection" at the tip of the catheter which cut the patient's penis. The patient visited the emergency room at (B)(6) hospital. The patient stated that after the bleeding stopped he was released 13 days later. The patient allegedly started bleeding again and had difficulty using the catheter, by virtue of developed blood clots. The patient returned to (B)(6) hospital department of urology, and had his bladder was flushed, after which an 18 fr. Foley catheter was inserted. It was later reported that the patient experienced bleeding while using the 18 fr. Catheter. The bleeding resulted in a visit to the (B)(6) hospital emergency department, where the patient's bladder was flushed and an appointment was made to see his urologist. An examination of the bladder was attempted via cystoscopy; however, was unsuccessful by virtue of the bleeding. A 26 fr. Foley catheter was inserted, and the patient was scheduled for cystoscopy under anesthesia the following day . However, the bleeding stopped on its own the next day, and the scheduled cystoscopy was canceled.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter ifus are found to be adequate based on past reviews. There was a statement showed : visually inspect the product for any imperfections or surface deterioration prior to use. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device had a "sharkfin-like projection" at the tip of the catheter which cut the patient's penis. The patient visited the emergency room at (B)(6). The patient stated that after the bleeding stopped he was released 13 days later. The patient allegedly started bleeding again and had difficulty using the catheter, by virtue of developed blood clots. The patient returned to (B)(6) department of urology, and had his bladder was flushed, after which an 18 fr. Foley catheter was inserted. It was later reported that the patient experienced bleeding while using the 18 fr. Catheter. The bleeding resulted in a visit to the (B)(6) emergency department, where the patient's bladder was flushed and an appointment was made to see his urologist. An examination of the bladder was attempted via cystoscopy; however, was unsuccessful by virtue of the bleeding. A 26 fr. Foley catheter was inserted, and the patient was scheduled for cystoscopy under anesthesia the following day. However, the bleeding stopped on its own the next day, and the scheduled cystoscopy was canceled.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter ifus are found to be adequate based on past reviews. There was a statement showed: visually inspect the product for any imperfections or surface deterioration prior to use. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device had a "sharkfin-like projection" at the tip of the catheter which cut the patient's penis. The patient visited the emergency room at (B)(6) hospital. The patient stated that after the bleeding stopped he was released 13 days later. The patient allegedly started bleeding again and had difficulty using the catheter, by virtue of developed blood clots. The patient returned to (B)(6) hospital department of urology, and had his bladder was flushed, after which an 18 fr. Foley catheter was inserted. It was later reported that the patient experienced bleeding while using the 18 fr. Catheter. The bleeding resulted in a visit to the (B)(6) hospital emergency department, where the patient's bladder was flushed and an appointment was made to see his urologist. An examination of the bladder was attempted via cystoscopy; however, was unsuccessful by virtue of the bleeding. A 26 fr. Foley catheter was inserted, and the patient was scheduled for cystoscopy under anesthesia the following day. However, the bleeding stopped on its own the next day, and the scheduled cystoscopy was canceled.